Manufacturer narrative:
Eval results: the customer's reported condition of overinfusion was not duplicated or confirmed. The device passed all tests for accuracy.

Event description:
The facility reported on 9/15 at 11 am the device overinfused. Pump was set at volume 47ml per dose. Total dose of 3. Total bag volume 163ml. Total time 24 hrs. Dose time 1 hr. Alarm occurred after 21 hours instead of of 24 hrs. Infused 3 hrs too fast in the intermittent mode. Overfilled by 13ml. Non filtered set was used; no floater. There was no pt injury reported. No additional information.